Manufacturer narrative:
The reported event of inability to loosen the atrial setscrew to disconnect the atrial lead was confirmed. The analysis found the setscrew could not be untightened and had to be removed by dissecting the setscrew. Medical adhesives were found in the setscrew and connector block threads and on the lead pin such that all three were glued together. The a-setscrew could not be untightened because it was glued to the lead pin and connector block. This medical adhesive would have had to be applied during the time of the implant procedure in order for the lead to be glued in the tightened down setscrew with the adhesive solidified on the lead pin. This anomaly is related to the user in the field at the time of implant procedure.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was revised due to an unspecified functionality issue. During revision, the atrial lead could not be disconnected from the header of the device. The atrial lead and device were explanted to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-08895.